Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she saw her healthcare professional (hcp) in 2015 and they indicated the patient had too much water retention and the stimulator wasn't really helping the patient anymore. The hcp put the patient on water retention medication. The patient has not followed up with the hcp regarding this. The patient stated she feels like the stimulator is not working anymore, she is not feeling stimulation anymore, and she cannot turn it off. The patient also noted she can only leave it on "one". The patient plans to follow up with her hcp. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Event description:
Additional information received reported the patient met with the manufacturing representative and their settings were adjusted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient saw representative in (B)(6) and was told to leaves setting as was. The patient stated for the last 1.5 years, she has been up 4 times per night and her hcp told her she has water retention.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.